Event description:
It was reported that a customer experienced ongoing occlusion alarms with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Despite thorough troubleshooting with tandem technical and clinical support, it was recommended to replace the pump as the issue persisted despite following clinical recommendations. The customer chose to continue using the pump until the new one arrived.